Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's knee revision on (B)(6) 2019. Procedure: the patient had a index surgery outside cors scope. Patient underwent knee revision to treat pain, the tibia liner was exchanged (B)(6) 2019. Patient underwent mechanical failure right total knee revision (B)(6) 2019 for femoral and tibial loosening. All components exchanged except patella.